Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with rash, redness, and inflammation underneath sensor pod area only, which occurred three days after the sensor had been inserted in the upper buttocks. The patient was taken to the hospital where the puss on the skin reaction had to be drained. They treated the patient with ¿antibiotic drips¿ (meant to be IV antibiotics). In addition, the skin reaction was treated with sudocrem (otc). At the time of the report, the patient was feeling okay. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.